Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the operator found that the dilator was a bit bending after being taken out of the angio-seal packaging. He tried to advance the sheath together with dilator, however, resistance occurred. He then changed to use a new angio-seal device with same lot to finish the case without any problem. The patient was in stable condition. There were no other devices or equipment being used with the reported product. Additional information was received on 01nov2019. The procedure performed prior to the use of the closure device was a percutaneous coronary intervention (pci). A 6fr procedural sheath was used. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The hemostasis sheath was returned mated with the locator. Visual inspection of the sheath/locator assembly revealed that no anomalies were noted. The locator was locked into the sheath as intended. Blood inlet holes were checked and properly aligned. Then, the locator was carefully removed from the sheath and there was no kink or bend identified on it. No other visual anomalies were noted. Functional testing was performed. The locator was inserted into the sheath. The locator was able to be clicked and locked into the sheath as intended and a clear tactile snap was audible. Blood inlet holes were properly aligned. No abnormal resistance was felt during functional testing. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.0907". All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.